Event description:
Info received indicates the pt was to get an infusion of ampicillin in 100 ml ns via curlin 4000 pump. The tubing defective and assembled incorrectly. Instead of infusing medication into pt, the pump withdrew blood from pt into IV bag. The pt noticed blood in line. The pump was turned off and infusion stopped.

Manufacturer narrative:
One (1) used admin set of (B)(4) of the listed lot number in this complaint was returned to moog in (B)(4) for eval. The complaint was confirmed. However, the listed lot above was produced before the implementation of a supplier corrective action to correct the mfg error.